Event description:
This case was reported via regulatory authority (B)(4) in (B)(6) (reference number: (B)(4) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and gallbladder pain ("pain in the area of gallbladder") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2011, the patient experienced menorrhagia ("haemorrhagic menstrual periods lasting for 8 to 10 days soon after placement of essure") and dysmenorrhoea ("painful menstrual periods soon after placement of the essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), gallbladder pain (seriousness criterion medically significant), allergy test positive ("allergy to nickel test positive") with eczema, diarrhoea ("diarrhoea every day"), musculoskeletal chest pain ("intercostal pain"), back pain ("lower back pain"), fatigue ("unexplained excessive fatigue"), abdominal distension ("abdominal bloating"), visual acuity reduced ("very rapid decline in vision and it is still declining"), dysgeusia ("a metallic taste in mouth"), adnexa uteri pain ("major pain in the ovaries"), breast pain ("major pain in breasts, which are very tense"), breast discomfort ("major pain in breasts, which are very tense"), acne ("acne"), anal pruritus ("anal itching"), hot flush ("hot flushes") and migraine ("migraine"). The patient was treated with surgery (patient will have implants removed in (B)(6)) and surgery (gallbladder was removed in 2013). At the time of the report, the pelvic pain, gallbladder pain, allergy test positive, diarrhoea, musculoskeletal chest pain, back pain, fatigue, abdominal distension, visual acuity reduced, dysgeusia, menorrhagia, adnexa uteri pain, breast pain, breast discomfort, acne, anal pruritus, hot flush, migraine and dysmenorrhoea had not resolved. The reporter considered pelvic pain, gallbladder pain, allergy test positive, diarrhoea, musculoskeletal chest pain, back pain, fatigue, abdominal distension, visual acuity reduced, dysgeusia, menorrhagia, adnexa uteri pain, breast pain, breast discomfort, acne, anal pruritus, hot flush, migraine and dysmenorrhoea to be related to essure. The reporter commented: the doctors did not manage to provide relief because they could not find the cause of the pain. She is convinced that all of the problems started soon after placement of the essure inserts, and that they have become worse over the years. The ansm was informed by the patient of her intention to proceed with having the implants removed in late (B)(6) 2017. Diagnostic results: allergy tests for nickel, blood sample for lymphocyte activation test and skin test: positive for nickel allergy. In (B)(6) 2016: abdominal plain film: no results provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(4) 2017 for the following meddra pts: pelvic pain: n° 2543 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4) 2017: significant information - essure removal was planned to late (B)(6) 2017 (intervention required was signalized) on (B)(4) 2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and pain in the area of gallbladder. She had the gallbladder removed. Upon receipt follow-up information it was informed by consumer that she will have the implants removed in (B)(6) 2017. Pelvic pain is an anticipated event in the reference safety information for essure, pain in the area of gallbladder is unanticipated. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. Pain in the area of gallbladder is usually associated with biliary tract disorders such as biliary colic, cholecystitis, gallstones, and cholangitis. Given the nature of this event and considering the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident, since device removal will be required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Active follow-up will not be pursued in this health authority case.